Manufacturer narrative:
The manufacturer previously reported a ventilator's sensor board was replaced to address a service required alarm condition. During further testing of the device at the manufacturer's service center, a high temperature alarm condition was observed. The device's outlet flow path thermistor was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.